Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why does the hcp believe the fistula is related to the alleged deficiency of the device? Product code and lot number, bill/invoice? The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the fistula first noted by a physician? When was the sepsis first noted by a physician? Was medical intervention provided for the fistula or sepsis? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and findings. What is the patient's current status?

Event description:
It was reported that the patient underwent gynecological procedure on an unknown date and mesh was used. Following the procedure, the patient experienced vaginal erosion, colovaginal fistula and supralevator sepsis. Further excision procedure is planned. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: why does the hcp believe the fistula is related to the alleged deficiency of the ethicon device? - MRI shows interconnectivity with mesh fistula and vagina the patient demographic info: age, weight, bmi at the time of index procedure - not known as index procedure done in (B)(6) 1996 (B)(6) date and name of initial surgical procedure - hysterectomy the diagnosis and indication for the initial surgical procedure? - pelvic pain offensive discharge what were current symptoms following the index surgical procedure? Onset date? - not known other relevant patient history/concomitant medications - difficult to say as not primary surgeon what is physician¿s opinion as to the etiology of or contributing factors to this event - post menopausal when was the fistula first noted by a physician? - (B)(6) 2017 when was the sepsis first noted by a physician? - (B)(6) 2017 was medical intervention provided for the fistula or sepsis? - excision of tape when was the mesh exposure first noted by a physician? - (B)(6)2018 mesh exposure symptoms and diagnostic confirmation? - discharge describe medical/surgical intervention for exposure including dates and findings. - awaiting removal what is the patient's current status? - awaiting removal